Event description:
Information received from the field does not address the patient's clinical status but notes that during a post implant follow-up, inappropriate atrial sensing in the bipolar configuration was observed. Atrial sensing in the unipolar configuration was intermittent. It was found that the lead had dislodged and was in the ventricle. The lead was subsequently replaced.